Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that abnormal inflation and deflation were found during pre-test. No patient involvement. Related complaints are documented under (B)(4).

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted it was not possible to detect any condition on the surface of the cuff or in the inflation system. Functional testing found the sample inflates slowly but is able to inflate completely and likewise deflates slowly but is able to deflate completely. No leaks were detected. The main detection point (leak test) correctly detects that the sample has some condition in the inflation system, however, the sample is able to inflate and deflate using the syringe. After analysis of the sample, the root cause could not be determined. The condition reported by the customer "inflation/deflation fault" is not confirmed; since the cuff is able to inflate and deflate completely, and no leakage in the inflation system can be found. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions were required since the complaint was not confirmed.